Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Batch record review: the batch record review supports that there were no discrepancies related to the issue reported. This batch was manufactured following the applicable procedures, all machine and testing parameters were in accordance with the applicable procedures and specifications, the testing results were found satisfactory and no nonconformance related to the malfunction code in analysis was noted. The line clearance was executed ¿procedimiento de despeje de línea y chequeo de seguridad (line clearance procedure and safety check)¿, the results were documented, and no issues were identified during the manufacturing process. The materials comply with the correct parameters, procedure instruction (pi), ds, mt, tm and the results are satisfactory. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Executive summary of the nonconformance (nc): during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise and the analysis of the applicable pfmeas, the most probable causes of the problem identified. A opportunity in the process was identified, since there is no functional or dimensional test implemented to inspect the concentricity of the disc in the mlk's. A visual test is currently being performed, but this defect may be visually imperceptible to the operator. A corrective and preventive actions (CAPA) plan will be open to cover the preventive / corrective action resulted from this ncr. Furthermore, an ncr search conducted shows that no adverse trend was identified from (B)(6) 2020 for this failure mode. For this reason, no additional investigation is needed. The investigation associated with related event has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the precut opening is off center in two wafers. The product was not used. No photo provided.